Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after performing fill tubing while attached to the site. The customer drank four sport drinks. The customer's blood glucose level was 380 mg/dl. Reportedly, the customer was taken to the emergency room (ER) as a precaution. The contact stated that an IV was placed but not administered. The customer was released from the ER after 1.5 hour.